Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see reports: 0001825034 - 2017 - 08920. 0001825034 - 2017 - 08921. 0001825034 - 2017 - 08922. 0001825034 - 2017 - 08923. Concomitant products: femoral head,unknown part/lot, acetabular liner, unknown part/lot, femoral stem,unknown part/lot, acetabular cup, unknown part/lot. Report source : foreign. The event(s) occurred in (B)(6). ¿surgical delay as a risk factor for wound infection after a hip fracture.¿ injury, elsevier, 28 sept. 2016, www.sciencedirect.com/science/article/pii/s0020138316306076. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Fifteen 15 cases of cardiac failure as a mortality medical complication were reported in the study. No further information has been made available.

Manufacturer narrative:
(B)(4). Upon receipt of information received and reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.